Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitoring (sam) episode. Boston scientific technical services (ts) reviewed data from the device and explained that the right ventricular (rv) shock impedance trend shows a gradual increase, with an out-of-range value of 129 ohms recorded around the time the sam episode was triggered. Additionally, it was observed that the threshold test has not been successful and in suspended mode due to poor rhythm morphology, so a fixed output was recommended. No episodes of noise or oversensing were recorded and the right ventricular (rv) pacing impedance measurements were found to be within normal limits. Ts advised to perform further evaluation of the rv lead, which was later conducted in the clinic. The shock impedance was found to be in range and x-ray imaging did not show any abnormalities. The patient will continue to be monitored. The device remains in service and no adverse patient effects have been reported.